Event description:
It was reported that a patient presented in-clinic for elective replacement of a right ventricular lead included under advisory. No electrical malfunction was reported. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.